Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6944-65 implantable tachy lead 2002-(B)(6); d334drg implantable cardioverter defibrillator 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient developed bacteremia from an unknown source. The implantable cardioverter defibrillator (ICD) and two leads were removed. No further patient complications have been reported as a result of this event.